Event description:
Patient was revised to address repeated dislocation caused by a vertically-positioned cup. Poly wear was also reported.

Manufacturer narrative:
Patient was revised to address repeated dislocation caused by a vertically-positioned cup. Poly wear was also reported. Doi (B)(6) 2009 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Provided x-ray images do confirm the acetabular cup positioning is more vertical than recommended. Mal-positioning can adversely affect loading of the bearing, increases wear rates and can contribute to dislocation. The root cause is attributed to surgeon choice in cup placement. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.